Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were 2 occurrences where tubes are break after use and during transport with a bd vacutainer® fh 20mg .143 i.u. Blood collection tubes. The following information was provided by the initial reporter: glass tubes breaks during transportation. Tubes were broken upon arrival. The tubes are transported in a shock-resistant cardboard. The cartons had no effect on arrival.